Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approx. 3 months after implantation, lead dislodgement was observed. A lead revision was performed. The sentus was accidentally cut during surgery and then it was explanted.